Manufacturer narrative:
(B)(4)

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. The product was not evaluated because there were no log data to review. The complaint of a missing sensor wire was undetermined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4) b5: describe event or problem - addition information d9 date device returned - addition information g3 date received by mfg - addition information g6 type of report - addition information h2: additional information/ device evaluation - addition information h3: device evaluation by manufacturer - addition information h6: adverse event problem - addition information.